Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: " this case is considered as a para-central non-infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.

Event description:
An ophthalmologist reported that in 2008, a female pt presented with moderate pain of unk duration. Diagnosis of inferiorly located paracentral corneal abscess, left eye, associated with wear of dailies contact lenses. A corneal culture was taken and reported to be negative. Treatment consisted of bactyl, xiloxan, and tobrex. Event resolved with residual scar at follow up exam on six days later. Visual acuity was not measured. No further info has been provided.